Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35 volt malfunction. It was state stated the issue occurred during extended display/workstation/peripheral equipment operation. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer did not provide the device diagnostic report (drpt). No service was completed on the device because the customer declined the service. As the customer declined service of the device, the final disposition of the device is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.